Event description:
It was initially reported that the patient had an increase in depression, above pre-vns baseline. The physician was unclear the relationship of the patient's increase in depression to vns. The patient reported consuming alcohol 4 times in (B)(6), but the physician was unsure if this increase can be attributed to that. The patient had his settings increase to see if that helped with his depression. No additional information was received.